Event description:
(B)(4). Pain surrounding device, irregular menstruation; skipped, prolonged and heavy, and everything but normal, severe cramping when not having a period, iron deficiency, vitamin b12 deficiency, hair loss, brittle nails, loss of libido, painful intercourse, meningitis, headaches and migraines, I taste pumpkin, numb and/or tingling in hands, feet, thighs, tops of arms, and around pelvic region, unexplained irritability (maybe due to prolonged pain). Seems to have exacerbated pre-existing conditions (sciatic nerve pain, urinary incontinence and congenital cataracts). The problem with the cataracts is that my iol implants can move and vibrate now. I had them for about ten years with no previous problems. Allergies for the first time in my life. Pet hair, weeds, dirt, mold, foggy memory, dazed, confused too easily, forget words, nerve sensitivity, I can't deal with textures....ugh.